Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had transfer guard issue with his reservoir. Customer's blood glucose was unknown mg/dl. The customer stated that transfer guard is not attaching into reservoir and is disconnected while filling reservoir. The customer was offered replacement of reservoir and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Performed pre-fill test to reservoir, transfer guard failed per specification. The reservoir was occluded.